Event description:
The manufacturer received information from a third party service center alleging an everflo oxygen concentrator had evidence of thermal damage to the rear cabinet. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, thermal damage to the rear enclosure was confirmed. The thermal damage was caused by an external source.